Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator gave errors indicating communication failure, disabled valves and expiratory channel failure. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our investigation of the reported issue regarding the generated alarms has been completed. The ventilator was investigated and tested by our field service engineer. The reported alarms were not reproduced, but according to our recommendation in the service manual, the control and expiratory pc (printed circuit) boards were replaced. The unit system software and configuration were reloaded. After the device passed all functional and safety tests, the unit was returned back to service. The two returned pc boards were mounted in a reference ventilator for simulated use testing. The pre-use checks and simulate use test in ventilation mode passed without deviations. The investigation of the two returned pc boards did not reproduce any technical error codes or malfunction. The evaluation of the ventilator logs confirmed the generation of the technical error codes. The log shows that after the restart of the ventilator, turn off and turn on by the user, the technical error codes were no longer active or reproduced. The cause to the reported error codes has not been determined by this investigation since the reported failure was not reproduced. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).